Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that at implant, a suspected header/connector issue was thought to be the cause of the high ventricular impedance on a chronic rv lead. The device was not used and was replaced by another one. No patient complications have been reported as a result of this event.